Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with an 6fr sheath after a percutaneous coronary intervention (pci) procedure. Reportedly, the proglide device shaft broke off while in the patient's anatomy. The broken piece was removed from the anatomy with a snare accessed from the left groin. The sutures remained in place and successfully achieved hemostasis. There was no reported adverse patient sequela. There was a reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual inspections were performed on the returned device. The separation was confirmed. In addition, the analysis of the returned device found a posterior foot break and was not returned with the device. The location of the foot is unknown. The investigation determined the difficulties and treatments appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.